Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Unable to confirm the motor error alarms. The motor passed the motor test. The device was cracked at the upper right corner on the display window.

Event description:
The customer reported getting motor error alarms. The blood glucose reading was 98mg/dl. The caller stated that insulin pump alarmed during manual prime. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.